Event description:
Pt had a wire guide placed contralaterally. Upon advancement of the sheath, the sheath did not follow the wire guide. The wire moved and the sheath perforated the iliac artery. The pt was sent to surgery.